Event description:
It was reported that during an implant procedure, the catheter was being slit and after several centimeters, the slitter "left" the catheter. The slitter was inserted onto the catheter again and the catheter was removed. Upon inspection of the catheter, a small plastic "string" about fifteen centimeters long was noted and it was speculated that it was the "inner coating" of the catheter. The procedure then continued normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the catheter was returned and analyzed and a technique issue was noted through visual analysis because the catheter was spirally split. The shaft of the catheter is kinked at various locations and stress cracks are visual with a small piece of shaft liner torn loose on the shaft due to spiral slitting. Blood was also noted on the catheter and the catheter was damaged at implant.